Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had difficulty in interlock of the tube connector and reservoir. It was stated that the customer covered the reservoir by the tube connector from straight above, then turned it clockwise and heard the clicking noise but customer felt that the lock was looser than normal. Customer connected a new infusion set and had no issues. Customer received a no delivery alarm while replacing the infusion set and insulin could not be pushed out of the tubing. Nothing further reported.